Event description:
Information received indicates the bed has no hi/low, no articulation or head up functions.

Manufacturer narrative:
The hi-rom technician recalibrated all of the bed sensors to repair the bed.